Manufacturer narrative:
The device was not removed. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced a slight stroke and was hospitalized. Nevro attempted to obtain additional information regarding the nature of the symptom but was unsuccessful. There have been no reports of further complications regarding this event.